Event description:
Pt admitted to o.r. On room air with diagnosis of tef. Scheduled for surgery for g-tube placement and central line. After pt intubated, the ventilator on anesthesia machine was noted to be nonfunctioning with no movement of pt's chest. Anesthesia used ambu bag while checking machine, still with no chest expansion. Physician gave mouth-to-et tube with chest expansion.